Event description:
Written report and photograph received from baxter. The report states "leak (injection site male luer)" noted "during patient use." Photograph shows that the set is leaking at the connection to the injection site. National complaint coordinator (ncc) states "customer did not report any injury or medical intervention and that no further information was available."

Manufacturer narrative:
The product has been requested. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time. Review of the complaint history reveals other reports have been received for this product for the reported issue.